Event description:
New information notes that the device was explanted on (B)(6) 2014.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The patient was scheduled for follow up in (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.